Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. D14810-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia"), cystitis ("bladder infection"), alopecia ("hair loss"), fatigue ("fatigue,"), migraine ("migraine,"), headache ("headaches") and arthralgia ("hip pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, female sexual dysfunction, cystitis, alopecia, fatigue, hormone level abnormal, migraine, headache and arthralgia had resolved. The reporter considered abdominal pain, alopecia, arthralgia, cystitis, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, migraine and pelvic pain to be related to essure. The reporter commented: left coil : 3 right coil : 1 diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2017: results of confirm. Test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2020: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. D14810-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia"), cystitis ("bladder infection"), alopecia ("hair loss"), fatigue ("fatigue,"), migraine ("migraine,"), headache ("headaches") and arthralgia ("hip pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, female sexual dysfunction, cystitis, alopecia, fatigue, hormone level abnormal, migraine, headache and arthralgia had resolved. The reporter considered abdominal pain, alopecia, arthralgia, cystitis, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, migraine and pelvic pain to be related to essure. The reporter commented: left coil : 3 right coil : 1. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2017: results of confirm. Test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2020: update of information (batch is not valid). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. D14810) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia"), cystitis ("bladder infection"), alopecia ("hair loss"), fatigue ("fatigue,"), migraine ("migraine,"), headache ("headaches") and arthralgia ("hip pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, female sexual dysfunction, cystitis, alopecia, fatigue, hormone level abnormal, migraine, headache and arthralgia had resolved. The reporter considered abdominal pain, alopecia, arthralgia, cystitis, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, migraine and pelvic pain to be related to essure. The reporter commented: left coil : 3 right coil : 1. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2017: results of confirm. Test: bilateral occlusion. Most recent follow-up information incorporated above includes: on 8-oct-2020: medical record received lot number was added. Reporter information and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia"), cystitis ("bladder infection"), alopecia ("hair loss"), fatigue ("fatigue,"), migraine ("migraine,"), headache ("headaches") and arthralgia ("hip pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, female sexual dysfunction, cystitis, alopecia, fatigue, hormone level abnormal, migraine, headache and arthralgia had resolved. The reporter considered abdominal pain, alopecia, arthralgia, cystitis, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2017: results of confirm. Test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: case become incident. Unspecified event "injury to herself" was updated to more specific events : abdominal pain, pelvic pain,dyspareunia (painful sexual intercourse), apareunia, bladder infection, hair loss, fatigue, hormonal changes, migraine, headaches, hip pain. Reporter added, patient demographic added, essure removal date added, product indication updated. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.